Event description:
The customer reported that the shock was not delivered when expected during a synchronized cardioversion procedure. No adverse patient impact was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.